Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed asynchronous pacing and dashes (---) for most of the programmable parameters. The rate could not be programmed and reinterrogating did not restore the device. The patient reportedly was struck by lightning the previous day.